Event description:
It was reported that while the ventilator was connected to a pt, the displayed expiratory flow graph showed a severe airflow obstruction and the pt was experiencing a large increase in work of breathing. The pt's blood gas showed a pco2 of 115 mmhg. The ventilator was removed from service. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).